Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 271 mg/dl and sensor glucose was 53 mg/dl at the time of incident when it triggered threshold suspend. The customer's blood glucose was 270 mg/dl and sensor glucose was 67 mg/dl at the time of call. The customer stated that the no cannula was bent. The customer was advised to turn the sensor feature off then turn it back on after 2 to 4 hours and perform reconnect old sensor. The sensor will not be returned for analysis.